Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: on examination, there was evidence of moisture corrosion in the display inside the pump. On investigation, the pump failed to power on and was completely unresponsive; therefore, the alleged ¿blank screen¿ was not able to be investigated further. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing confirmed moisture leakage at the site of the battery compartment crack. The pump was opened for further investigation revealing moisture corrosion inside the pump affecting the display screen and the power printed circuit board. Investigation confirmed the moisture allegation but was unable to adequately investigate the alleged blank screen due to power failure.